Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 jaw boot peeled. No pieces fell into patient, therefore no intervention was required. No replacement was required since was noticed at the end of the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the product in question.